Event description:
As reported by the user facility (translation of user facility info by (B)(6)): no infusion. Drug: 5fu, 4325 mg/85.83 ml.

Manufacturer narrative:
This report has been identified as (B)(4). The no sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the inspection results are available.